Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe.

Event description:
It was reported that the customer was only able to fill a cartridge with approximately 100 units. Reportedly, the customer forgets to expel air from the cartridge. The customer was able to fill a cartridge with 300 units since following the fill technique. There was no reported impact to the customer's blood glucose (bg) level regarding the alleged filling issue. However, the customer stated that their bg levels fluctuated and the exact values were not provided. Reportedly, the customer was instructed to "fast" twice for the healthcare provider (hcp) to see what settings the pump should be set to. The customer stated that the bg level was due to the settings prescribed by the hcp.